Event description:
Reporter stated that patient received the following results on the advantage system compared to a professional meter within 10 minutes: 13.3 mmol/l (advantage) and 5.7 mmo/l (professional meter). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).